Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 2.50x18mm xience xpedition was successfully placed in the proximal right coronary artery (rca) and the patient was discharged home the following day. On (B)(6) 2016, the patient was hospitalized for unstable chest pain and a non-st elevated myocardial infarction (stemi) was diagnosed. On (B)(6) 2016, another stent was implanted in the proximal rca and in the proximal left anterior descending (lad) coronary artery lesion. Reportedly, it is unknown if there was re-stenosis within 5mm of the proximal rca xience xpedition stent. On (B)(6) 2016, the event resolved and the patient was discharged from the hospital. There was no additional information provided.